Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the implant box, the stem had ripped a hole in the plastic wrap surrounding the implant, and a backup implant was used. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.